Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The returned device was tested with multiple scopes; the unit remained on during the evaluation with no interruptions. The evaluation findings are as follows: corroded top cover and bottom chassis; faded printing noted on the front panel; corroded connector noted; old software version installed (ver. 4.10). The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device shut down and the image was lost during a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the reported phenomenon was not confirmed during evaluation, the definitive root cause of the image loss could not be determined. Olympus will continue to monitor field performance for this device.